Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the broken/damaged cable was a black cable, and it was full cable breakage. There was loss of cautery associated with broken/loose cable. There was no arcing observed. The procedure was completed with the backup instrument. The force bipolar was analyzed and the complaint was not confirmed by failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. Additionally, the instrument was found to have a broken grip cable at the distal end. The probable root cause of the grip cable breakage, whether partial or full, was attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the force bipolar had a broken black conductor wire. The procedure was completing as planned with no reported injury.